Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she has had elevated blood glucose levels for the past month or so and they do not seem to come down without a manual injection. Pt stated her readings have been 400-500 mg/dl. Pt reported "no normal range; never, brittle diabetic. Would like to be 100-180 mg/dl" but has not occurred in a long time. Advised pt to discuss changing her basal rates with her doctor. Pt reported, she has noticed a space between the piston rod plate and the insulin cartridge plunger. Pt stated, she has not had any error or alerts occur. Pt reported, she has not changed the infusion adapter in a long time; "months". Pt reported she will change the infusion adapter. She stated, she thought she had increased the piston rod to match a 1/2 filled insulin cartridge, primed and placed the infusion device back to run mode, but her blood glucose continued to be elevated today. Pt reported, she injected 10 units of insulin manually and her reading is now 240 mg/dl. Had pt remove the insulin cartridge and return the piston rod; retracted as intended. Had pt move piston rod forward and insert insulin cartridge; piston rod plate and insulin cartridge plunger came together as normal, performed a prime and insulin drips appeared. On follow up call on (B) (6) 2010, pt stated her blood glucose readings have come back to normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.